Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the balloon dilation catheter (bdc) encountered resistance with the patient¿s moderately calcified, mildly tortuous, and 75 stenosed lesion during advancement, resulting in the reported difficult to advance. It is likely that manipulation of the bdc, when resistance was encountered, likely contributed to the reported material rupture; however, because the device was not returned, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the distal right coronary artery (rca) with moderate calcification, mild tortuosity and 75% stenosis. The 2.0x15 mm mini trek balloon dilatation catheter (bdc) was advanced to the lesion with resistance with the anatomy noted. The bdc was used for pre-dilatation, but the balloon ruptured during the first inflation to 6 atmospheres. A new trek balloon was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.